Manufacturer narrative:
H4: manufacture date is not available based on the reported serial number. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd solis vip ambulatory infusion pump displayed alarm code 45986 and received a low battery error message after changing the batteries. The infusion was life-sustaining and this event occurred during infusion. There was patient involvement, but there was no harm.